Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at an unspecified location on the case of the pump found. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, cracked retainer, and minor scratches on window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Additionally a damaged retainer ring was noted. Insulin pump tested ok. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in pump case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.